Event description:
A consumer reported that one year following intraocular lens (iol) implant surgery, she is having vision troubles she described as blurring from the outside to the inside of the eye when blinking or when moving her head. In a follow-up with the consumer, she reported that her situation has not improved and she sees movement of particles in her field of vision, has dizziness and headaches. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).